Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) in a clinical study reported that the device migrated and there was mobility of the superior edge of the implantable neurostimulator (ins). The patient said that there was discomfort at the ins site with sitting, and it felt as though it was sticking out. The event was noted to be related to the procedure, not related to the device or therapy. The event was noted to have occurred on (B)(6) and is ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was repositioned. Actions taken reported that the neurostimulator was moved from right to left due to mobility. There was a report that the event resolved without sequelae on (B)(6)2017. No further complications were reported/anticipated.